Manufacturer narrative:
H6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the battery failed to charge, establishing a relationship between the device and the reported event. The root cause was identified as a failed battery. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump would not power up or hold a charge. All attempts to rectify the problem failed. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.